Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer resolved the past occlusion alarms by performing an infusion site change, changing the pump supplies, or clearing the alarm without changing any pump supplies. The customer's blood glucose (bg) level ranged between 140-600mg/dl. A manual injection was administered to address the elevated bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.